Manufacturer narrative:
The graft was explanted therefore, a comprehensive records re-review was conducted. There were no departures noted during records re-review. Rti/(B)(4) has distributed a total of (B)(4) grafts specific to copios pericardium membranes. There are no related complaints for lot nza18491050. According to records re-review copios pericardium membranes manufactured from lot nza18491050 met rti (B)(4) specification sp-copios membrane ce-d "05", annex 1-1 "02" k 19235 sp-97200. Copios pericardium membranes undergo a validated sterilization method; tutoplast®, which includes terminal sterilization by gamma irradiation after packaging. To date, our investigation indicates that the reported complications are more likely associated with a source or event extrinsic to the xenograft implant.

Event description:
On (B)(6) 2020 bone loss with abscess and pain as symptoms were reported. Zimmer biomet is following up with doctor by email about confirmation of removal date. During uncovering doctor noticed that the lifted side (autograft and xenograft) was red and swollen, the sealing cap was partially free. Not other implant or membrane has been placed to complete the procedure. Doctor performed sealing of maxillary sinus and patient has been rescheduled for further treatment.